Event description:
It was reported that a clinician reported pump module had missing sear "a while ago" clincian further reported that the device was tagged and sent to biomed for repair . The product issue was reported to manufacturer representatives during site visit. There was no information on patient involvement. Although requested no further information is available. No devices will be sent to bd for evaluation.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.